Event description:
A tubal occlusion procedure with fallope rings was being done. A ring was placed on the first tube with no problem, but as the physician was placing a ring on the second tube, the fallopian tube was torn apart. An electrosurgical system was then used to cauterize the two cut ends of the tube and complete the case. No consequences to the pt were reported by the user facility.